Manufacturer narrative:
(B)(4). We are yet to receive review report on the x-rays. Hence, we cannot draw any conclusion as of now.

Event description:
It was reported that on an unknown date post-op, the implanted rod broke (trauma of c1-c2). No patient symptoms or complications reported due to this event.

Manufacturer narrative:
Additional info : image review : post operative x-rays from occipital cervical fusion are provided. Occiput to c5 fusion is present with no instrumentation at c1, c2 or c3. The patient is osteoporic/ porotic on these x-rays. Fusion status is unknown. A rod fracture is present. Root cause: patient factors, surgical technique.